Event description:
It was reported that the 9900 system would not fluoro. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge service representative performed an on site investigation. The generator interface board was re-installed during the service call. The system was tested and found to be working as intended and put back into service.